Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Type of reportable event: high thresholds without intervention.

Event description:
Boston scientific crm received info that the right ventricular (rv) lead exhibited an increased threshold measurement from 0.4v to 4.5v at 1.0ms and intermittent capture. A lead revision procedure has been scheduled. The pt is not symptomatic, has an intrinsic heart rate of 65 bpm and only paces four percent of the time in the ventricle. No adverse pt effects were reported. To date, the rv lead remains implanted in the pt. If additional info becomes available, this event will be updated as necessary.